Event description:
Caller reported a continuous glucose monitor error 42. No additional information was received regarding the impact to the customer¿s blood glucose level. The customer was instructed to reset the pump to resolve the issue.